Event description:
Additional information was received from the consumer. In response to the inquiry of whether the fall impacted the system in any way and if yes how was the system impacted the patient replied that they were not sure if it did (impact the system). The patient reported that after the fall the ¿vibration¿ turned to ripping pain. Other than that, the patient stated they had ¿no clue.¿ in response to the inquiry for circumstances that led to their not feeling stimulation and if they felt it the stimulation feeling more like a ripping pain rather than a vibration the patient reported no changes except they were not feeling proper stimulation. In response to the inquiry for what steps had been taken to resolve the patient¿s not feeling the stimulation and if they felt it the stimulation felt more like a ripping pain rather than a vibration the patient reported that they changed the settings. The patient reported they still didn¿t feel it (the stimulation). The patient noted that once they found the settings it would disappear. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their reason for calling was because they didn't feel the stimulation/they were not feeling stimulation from the ins/they were not feeling stimulation normally. The patient confirmed that this issue started the day after they got implanted. The patient then reported if they did feel stimulation it was more of a ¿ripping pain,¿ as opposed to a vibration. The patient stated they probably noticed this about a week after implant. The patient reported they were not seeing a consistent improvement of their symptoms by 50% / they were not seeing symptom control. When asked for a date as to when the patient first noticed this, the patient only said that they hadn't been ¿paying attention¿ to when this problem first started. The patient reported they fell on their backside, where the ins was on the day of the implant. Patient services asked if the fall was caused by the ins and the patient stated they thought they were dizzy from the anesthesia, which caused the fall. The patient stated that prior to calling they had spoken to their health care physician (hcp) about the fall and they were told that the leads were ¿too hard to just move like that,¿ and the patient stated the hcp directed them to a manufacturer representative (rep) for further assistance. Patient services reviewed considerations about getting the ins and lead checked by the hcp after a fall to confirm the placement of the implanted components. While on the call it was reviewed with the patient how to sync with the ins however the patient was not able to check their ins as they got a warning to change the programmer battery screen. The patient stated they were going to call back after getting the recommended batteries to check the therapy and to make changes to the settings. There were no further complications reported.